Event description:
It was reported that the patient presented to the hospital for a lvad procedure. After the procedure, the device was unable to interrogate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported inability to communicate was not confirmed in the laboratory. The device was interrogated with the programmer and communicated normally. The device was tested on the bench and on the automated test system. No anomalies were detected. It is suspected that the lvad interfered with the device's telemetry.